Event description:
(B)(6) is the pt who called in on (B)(6) 2013 to complain about his makoplasty procedure done in (B)(6) 2010. It started bothering him a few months after his surgery. The original surgeon had left (B)(6) by that time so he saw a different surgeon who told him "to live with it". The surgeon told him that it should not have been done in the first place. He said his current surgeon told him he's going to have to give him a total knee replacement which he does not want. He said his knee is unusable right now and is significantly affecting his life. He originally called in to find out who in his area is another makoplasty surgeon so he can go for a 2nd opinion.

Manufacturer narrative:
The pt was contacted to provide the info he requested regarding alternate surgeons in his area. The pt did not provide specific info about his original case to allow further investigation. There was no allegation from the pt and no indication that mako products contributed to the injury.